Manufacturer narrative:
Journal article: intracoronary thrombus formation after drug-eluting stents implantation: optical coherence tomographic study journal: american heart journal year: 2010 ref: doi:10.1016/j.ahj.2009.11.029 a2: average age a3: majority gender b3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "intracoronary thrombus formation after drug-eluting stents implantation: optical coherence tomographic study". The aim of this study was to evaluate the incidence, determinants, and long-term clinical outcomes ofintracoronary thrombus in a relatively large study population treated with various types of drug eluting stents (des). The study identified 254 patients from the yonsei oct registry who underwent follow-up optical coherence tomographic (oct) examination after des implantation between september 2007 and april 2009. Among these patients, a total of 226 patients were enrolled in this study and they were treated with 244 stents. Of these patients, 87 patients received the medtronic endeavor sprint zotarolimus-eluting stent (zes). The remaining patients were treated with different brands of non-medtronic stent. Target vessels included the left anterior descending artery, left circumflex artery and the right coronary artery. Intracoronary thrombus was detected in 35 (14%) of 244 dess. In the zes group, thrombus was detected in 1 patient. The number and frequency of uncovered and malapposed struts were higher in the thrombus group. The number of uncovered stent struts was 0.6 ± 1.6 (0.3% ± 0.9%) in the zes group. The number of malapposed stent struts was 0.8 ± 4.4 (0.3% ± 1.9%) in the zes group. During the follow-up after the oct procedure, 2 cardiovascular deaths (1and 6 months after optical coherence tomography) and 1 target vessel revascularization (9 months after optical coherence tomography) occurred in no-thrombus group during follow-up (mean 9 months, range 1-15 months). All patients in the thrombus group continued a dual antiplatelet therapy after optical coherence tomography. No major adverse cardiac events occurred in this group during follow-up (mean 8 months, range 1-15 months).

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.